Event description:
The customer reported that the system will not boot. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep fixed the ac power plug and the system fully boots. The system operates as intended.